Manufacturer narrative:
Product analysis: additional analysis was performed and no anomalies were found. The high measurement on the automated test console was due to noise from the automated test console combining with the device noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was determined at analysis that the incoming test on the automated test system failed. It failed at pace pulse noise / active current / ventricular amplitude. It also failed at battery low light emitting diode (led) / ventricular pace led and ventricular sense led. The test results could not be saved. The first final test also failed. A new main board was placed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.